Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system continues to indicate fluoro after the button is released. No pt injury was reported.